Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set multiple times. Customer's blood glucose level was within range (value not provided). Reportedly, customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.